Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of a reload. Visual and functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a thoraco / lobectomy procedure. For the firing for the pulmonary parenchyma, used manual stapling handle and reload. A strange sound was heard and the knife was unable to move forward when the surgeon started to fire the device. However, the sales rep noticed the cartridge was fully fired actually. Some staples were able to be fired from the device. The knife did not advance full length of the reload. The procedure was completed with another device. There was no patient harm. No reinforcement material was used.